Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-12274 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events in between (B)(6) 2024 . The infusion set was in use from 12 hours to 2 days. No further information available.